Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using the device on a patient and the patient had multiple liver lacerations which required a massive transfusion.

Event description:
The customer contacted stryker to report that they were using the device on a patient and the patient had multiple liver lacerations which required a massive transfusion.

Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that the device use may have contributed to the outcome of the patient. Injuries to the liver occur with both manual and mechanical CPR. It is likely that the liver injury was caused by compressions from the device in this case. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.